Manufacturer narrative:
Concomitant medical products: 6947 lead, implanted: (B)(6) 2010, other devices involved in this event: heartware ventricular assist system ¿ battery, model 1650, serial number: (B)(4), expiration date: 2018-05-31, (B)(4), mfg date: 2017-05-31, (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported fatigue and low flow alarms on the ventricular assist device (vad). Review of log files noted numerous low flow alarms and a critical battery alarm. The battery was replaced and the vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrections: b3, b5, h10. Product event summary: the hvad pump and one battery were not returned for evaluation. The controller in use during the reported event contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed one (1) critical battery alarm due to a communication error involving (B)(6). Additionally, data log files revealed a relative state of charge (rsoc) between 101-201 involving (B)(6), which is indicative of a communication error. Log file analysis also revealed nine (9) low flow alarms logged between (B)(6) 2018 and (B)(6) 2018. As a result, the reported events were confirmed. The most likely root cause of the reported critical battery alarm can be attributed to a communication error between the controller and battery. Possible root causes of the reported communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. Based on the risk documentation, possible causes of the reported low flow alarms may be attributed to multiple factors including but not limited to thrombus formation in the inflow cannula, constriction in the outflow graft, or poor vad filling. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that after routine log file review, the battery was indicated to have had a communication error.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump and battery were not returned for evaluation. Failure analysis of the devices was not performed since the units were not returned. Analysis of the alarm log files revealed one critical battery alarm on (B)(6) 2018 due to a communication error involving bat555944. Log file analysis also revealed 9 low flow alarms logged between (B)(6) 2018 and (B)(6) 2018. As a result, the reported critical battery alarm and low flow events were confirmed. The most likely root cause of the reported critical battery alarm can be attributed to a communication error between the controller and battery. Based on the risk documentation, possible causes of the reported low flow alarms may be attributed to multiple factors including but not limited to thrombus formation in the inflow cannula, constriction in the outflow graft, or poor vad filling. Other devices involved in this event: device: heartware ventricular assist system ¿ battery serial number: (B)(4).